Manufacturer narrative:
Device evaluated by MFR: return product consisted of a watchman delivery system with the implant protruding out of the tip approximately 9mm. The implant was deployed during the lab analysis and was consistent with the reported information. Analysis of the implant, tip, core wire, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks (buckling) in the sheath for a length of 14.9cm (starting at the tip), sheath damage (abrasions), tip damage (tricuts flared and bent/abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and a 33mm watchman laa closure device and delivery system were used. The closure device was deployed; however, it was too proximal and had a compression rate of 3-7%. Therefore, it was attempted to be recaptured. The closure device was mostly recaptured, but the tip of the closure device was unable to be fully contained within the delivery system. Echocardiography confirmed it was not caught on the tissue wall. After pulling forcibly, the closure device was able to be fully recaptured. Once the delivery system was removed from the patient, it was noticed the delivery system was kinked and the tip of the access system was damaged. The access system and delivery system were replaced to complete the procedure successfully. There were no patient complications.

Event description:
It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and a 33mm watchman laa closure device and delivery system were used. The closure device was deployed; however, it was too proximal and had a compression rate of 3-7%. Therefore, it was attempted to be recaptured. The closure device was mostly recaptured, but the tip of the closure device was unable to be fully contained within the delivery system. Echocardiography confirmed it was not caught on the tissue wall. After pulling forcibly, the closure device was able to be fully recaptured. Once the delivery system was removed from the patient, it was noticed the delivery system was kinked and the tip of the access system was damaged. The access system and delivery system were replaced to complete the procedure successfully. There were no patient complications.